Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after a diagnostic procedure. Reportedly, when depressing the plunger to split the sheath resistance was felt and it would not split the sheath completely. In accordance with the instructions for use, the safety release mechanism was used to facilitate device removal. Manual arterial compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis of the returned product revealed it was in the partially deployed condition with the plunger partially retracted. The thumb advancer was retracted, and the sheath was fully split. The analysis observed torn sheath material that was most likely caught by the garage leaves that lead to the reported resistance and incomplete sheath split; however, the reported resistance and incomplete sheath split could not be confirmed from the returned device condition. The cause was related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.